Event description:
The customer reported the ventilator alarmed during use due to an air source fault. The customer reported the device was in use on a patient and there was no patient harm. The ventilator log history indicated there was an occurrence of a gas supplies lost: safety valve open alarm. If the ventilator is operating, and no air flow is detected and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. The manufacturer's field service technician was unable to duplicate the air source fault or loss of both gas supplies. Applicable testing was completed and all tests passed to operating specifications.